Event description:
It was reported that there were several short v-v intervals observed. T-wave oversensing was also previously seen, but only noted during ventricular pacing at device follow-ups. Device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Interference/noise - high v-sic counts is observed beginning (B)(6) 2010 at 291 avg counts/day. High sic count can indicate an intermittency in the system.